Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reports 1032347-2009-00064 & 00065 are from the same procedure, two different size screws broke.

Event description:
It was reported during a multiple mandibular fracture case, when the doctor went to plate the symphysis fracture one of the 2.0x16mm locking screw heads broke off. Then while trying to fixate the bone again, another 2.0x16mm locking screw head broke off. The screw reached a dead point and would not purchase. The doctor tried to back out the screw and this is when the head broke off. Then they tried using a 2.0x14mm locking screw. The doctor was using a lot of torque and then stopped. When trying to back out the screw, the head popped off. The tips of the screw remain implanted in the patient.